Manufacturer narrative:
Correction: h10 d10 concomitant product: 134048, 134048 premium titanium s'clip l (lot# unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the staple guide was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was broken. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed divots on the knife blade. Functional testing found that the green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the device was difficult to remove from the patient cavity and difficult to open. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken safety. Functional testing found that the wing nut functioned properly but the safety was broken off. The product analysis noted evidence that the device was not used as intended. This issue can occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 133650, 133650 premium surgiclip iii 9.0 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the use of the circular stapler went smoothly (correct stapling and cutting) until the stapler had to be removed. The rotating handle malfunctioned, making it difficult to turn. The circular stapler was extracted after several attempts, with major difficulty, resulting in the staples being torn off. The consequences for the patient were: an extension of the duration of the operation with the creation of a stoma, an extension of the duration of hospitalization and a new operation will have to be planned to remove the stoma bag.